Manufacturer narrative:
This (B)(4) study patient had ineffective treatment with the "revive thrombectomy device, self-expanding" (frs214522c / t10000). This patient had a baseline nihss score of 14. Tpa was administered for the index procedure. It was reported that the rev-01 device was used only one pass to retrieve the clot but post-procedural angiogram showed incomplete blood flow of tici score 0. A penumbra was subsequently used resulting in tici 2a recanalization. No sae is observed at the moment. Investigator mentioned that there might have a risk to damage the vessel wall when pulling back the device, so he decided not to continue revive procedure. The device will be returned for analysis. An unknown prowler select plus was used to deploy the re-vive. It is unknown if an adequate continuous flush was maintained throughout the procedure. The target was right mca, to date no vessel characteristics were reported. It was reported that there was no damage to the vessel after removal of the re-vive. There was no reported injury for the patient. The revive se device was returned undamaged. All solder joints are in-tact. All radiopaque markers and the core pusher wire are intact. There is a slight step down in outer expanded diameter of approximately 0.5mm at the larger proximal cells along the basket length. The cause of the step down is not known and is not typical of the outer profile of the device. Therefore, the root cause of the ineffective treatment cannot be determined, however it should be noted that only one pass of the revive was performed during the procedure when five passes are allowed by the instructions for use (IFU). In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There was no noted damage to the returned device. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that patient, procedural and site issues may have contributed to the reported event. The revive se device was returned undamaged. All solder joints are in-tact. All radiopaque markers and the core pusher wire are intact. There is a slight step down in outer expanded diameter of approximately 0.5mm at the larger proximal cells along the basket length. The cause of the step down is not known and is not typical of the outer profile of the device. Therefore, the root cause of the ineffective treatment cannot be determined, however it should be noted that only one pass of the revive was performed during the procedure when five passes are allowed by the instructions for use (IFU). In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
This river study patient had ineffective treatment with the "revive thrombectomy device, self-expanding" (frs214522c / t10000). This patient had a baseline nihss score of 14. Tpa was administered for the index procedure. It was reported that the rev-01 device was used only one pass to retrieve the clot but post-procedural angiogram showed incomplete blood flow of tici score 0. A penumbra was subsequently used resulting in tici 2a recanalization. No sae is observed at the moment. Investigator mentioned that there might have a risk to damage the vessel wall when pulling back the device, so he decided not to continue revive procedure. The device will be returned for analysis. There was no reported injury for the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt